Manufacturer narrative:
Previously device code capture issue as was used, but a more accurate device code is reëlected here as failure to capture.

Event description:
New information received notes this matter should be reported as a malfunction and not, as previously reported, an adverse event. Intervention was not required to prevent permanent damage. New information received further notes that the patient presented for a routine generator change-out. In the electrophysiology lab just prior to the procedure it was determined the patient¿s left ventricular lead was not capturing as it was dislodged. The left ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was capped due to a capture anomaly. No further information was available.